Event description:
(B)(4). Since getting the essure in (B)(6) of 2012, I have experienced extreme bleeding 3 weeks out of the months, chronic pelvic pain, hair loss, constant bloating and weight gain, very heavy menstrual cycles and severe depression.